Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician advanced the sheath into the internal carotid artery (ica). The physician then advanced the red72 and the microcatheter into the m1 segment of the mca. Once the red72 was in front of the thrombus, the physician initiated aspiration and after 30 seconds of being under aspiration, the physician decided to remove the red72. It was reported that the first pass was successful because the vessel was patent. While retracting the red72, the physician experienced resistance, then noticed that the distal end of the red72 was not moving. Subsequently, the resistance subsided and the physician noticed that the distal end of the red72 had broken off and extended from the m1 segment to the internal-external carotid artery bifurcation. The physician then attempted to remove the broken piece of the red72 using several snare devices but was unsuccessful. The patient was then taken to surgery to remove the broken piece of the red72. It was reported that in the following days, an angiogram indicated that the patient was moving the limbs that had been partially paralyzed prior to the thrombectomy procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section b. Box 5. Describe event or problem evaluation of the returned red72 confirmed the device was fractured. The fractured distal portion of the red72 was not returned for evaluation. Evaluation revealed that the catheter was stretched proximal to the fracture. This indicates the fracture was likely the result of retraction against resistance. If the red72 is retracted against resistance, the device may become stretched and subsequently fracture. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician advanced the sheath into the internal carotid artery (ica). The physician then advanced the red72 and the microcatheter into the m1 segment of the mca. Once the red72 was in front of the thrombus, the physician initiated aspiration and after 30 seconds of being under aspiration, the physician decided to remove the red72. It was reported that the first pass was successful because the vessel was patent. While retracting the red72, the physician experienced resistance, then noticed that the distal end of the red72 was not moving. Subsequently, the resistance subsided and the physician noticed that the distal end of the red72 had broken off and extended from the m1 segment to the internal-external carotid artery bifurcation. The physician then attempted to remove the broken piece of the red72 using several snare devices but was unsuccessful. The patient was then taken to surgery to remove the broken piece of the red72, which was successful. It was reported that in the following days during a computerized tomography (CT) angiogram, the patient was moving the limbs that had been partially paralyzed prior to the thrombectomy procedure. There was no report of an adverse effect to the patient.